Event description:
It was reported that the device would not power on ac or dc source. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on ac and dc battery power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause for the reported incident to be a shorted capacitor, c4.